Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced episodes of hyperglycemia with cgm readings up to 386 mg/dl and a confirmatory fingerstick of 318 mg/dl, occurring intermittently over two days; the user performed multiple infusion set changes with no observed hardware issues, used a dexcom g7, and noted stress during this period while ketones were negative and glucose began trending down after the latest site change. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no specific findings, with insufficient information to identify a device-related problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.